Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient expired while wearing the pod. The patient's husband stated that she had been sick and vomited that morning three times, she dropped a lot of water while throwing up. The night prior the patient was out and the patient had told him her whole body was aching and she just wanted to be home in her bed. He also stated she was very thirsty and he had gotten her a water, she had drank a quart of water. Her husband states that she was also running a fever so he gave her some tylenol and he checked her temperature again and she felt cold. They think she died at 1 or 1:30 am from a stroke. Her husband had got up before 7 am to check on her and she had been gone for some time. The cause of death was unknown due to no autopsy being performed.